Manufacturer narrative:
The insulin pump failed displacement test due to motor encoder signal out of phase. Analysis was unable to perform excessive no delivery test due to motor anomaly. The insulin pump was received missing end cap sticker, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that they had no delivery alarms. The customer reported that they changed multiple sets but the no delivery alarm recurred. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.